Manufacturer narrative:
(B)(4) - stuck in stent.

Manufacturer narrative:
The device was not returned therefore no device analysis could be performed. A review of the device history record (DHR) was performed on the lot and no issues were found no similar complaints were found in the lot. The device labeling and directions for use (dfu) were reviewed and revealed the labeling and/or dfu contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut resulting in entrapment. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. For the lost image it cannot be confirmed as the product was not returned, however, based on the event description and the anatomical and procedural factors encountered during the procedure, the cause of the stuck in stent was determined to be due to operational context.

Event description:
A percutaneous coronary intervention was performed for a lesion in the left anterior descending (lad). An intravascular ultrasound (ivus) imaging catheter was being utilized to image the lesion when the catheter lost the image. During pullback from the lesion some resistance was felt, the catheter became stuck in the stent and the catheter 'got flared'. The imaging catheter was removed from the patient. A new catheter was used to complete the case and the patient was reported to be in ''good'' condition.

Event description:
A percutaneous coronary intervention was performed for a lesion in the left anterior descending (lad). An intravascular ultrasound (ivus) imaging catheter was being utilized to image the lesion when the catheter lost the image. During pullback from the lesion some resistance was felt, the catheter became stuck in the stent and the catheter "got flared". The imaging catheter was removed from the patient. A new catheter was used to complete the case and the patient was reported to be in "good" condition.